Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
The patient reported their pump site was swollen and tender. It had been like that for about a month. The area around seemed like it was filled with gel and when they walked the site jiggled and it was sore. They did not have any falls or trauma. They had been more active and doing yard work, and they had been in more pain and had difficulty sleeping. They slept between two to five hours each night due to pain. The patient had a refill on (B)(6) 2014 and asked their physician to increase the dosage. The doctor said that they looked tired and said they would not increase the dosage. They looked at the pump site and said that there was a bacterial infection of the hair follicles and gave the patient some teflax. The patient stated that they used all of the teflax and had not seen any improvement. The medication infused was morphine. On (B)(6) 2014, information was received from a healthcare professional (hcp) indicating that the patient complained of some tenderness at the pump site on (B)(6) 2014. Antibiotics were prescribed for three days and they were advised to contact a doctor if symptoms did not improve. The patient had no fever or discharge. There was redness nearby.